Event description:
The facility representative reported an infusion pump with bad batteries. This event occurred during bio-med testing. According to the hospital representatives, there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
Evaluation summary: evaluation was performed and the condition was confirmed. Inspection of the pump revealed depleted main batteries with 4 discharges below alarm threshold. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.